Event description:
It was reported that a primary plumset, pe lined tubing, 107 inch was found to leak during a patient infusion. It was stated in the report that water leaks at the seam at the tip of the drip tube. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg initial: 7 may 2025. Investigation summary: one (1) photo was provided by the customer, unable to confirm complaint of leaking from the photograph provided. Received one (1) used list# unknown, spike bag with spiros; lot# unknown -->one (1) used list# 142480489, primary plumset, as received the filter vent was wetted out with prior infusate. As received the filter vent was wetted out. The set was leak tested per specifications, and leakage was observed. The complaint of leaking from the vent port above the drip chamber can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.